Event description:
It was reported that water had entered the ventilator. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water. There was no patient harm. The reported issue has been confirmed during evaluation of the provided problem description and pictures. Our field service engineer investigated the issue further and removed liquid traces from the pc boards and performed a pre-use check, which passed. The ventilator was then cleared for use. Further information from the user revealed that the liquid originated from an overfilled humidifier chamber, where the water accidently entered the ventilator. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction.